Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-07. H6: investigation summary: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve had moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter had issues with blood reflux coming from the injection site while rinsing it. The following information was provided by the initial reporter, translated from french to english: "peripheral catheter placement without difficulty. Rinsing at the investigation site with 5ml syringe. This is followed by a blood reflux which comes out through the injection site. Catheter removal and need for new catheter placement." "No change in treatment but removal of the defective catheter and replacement with a new one. Contact with blood, no more functional valve, return of blood through this valve, forced to compress with the hand in the meantime. Device contaminated with blood."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter had issues with blood reflux coming from the injection site while rinsing it. The following information was provided by the initial reporter, translated from french to english: "peripheral catheter placement without difficulty. Rinsing at the investigation site with 5ml syringe. This is followed by a blood reflux +++ which comes out through the injection site. Catheter removal and need for new catheter placement." "No change in treatment but removal of the defective catheter and replacement with a new one. Contact with blood, no more functional valve, return of blood through this valve, forced to compress with the hand in the meantime. Device contaminated with blood".